Manufacturer narrative:
There are no known system issues that may have contributed to the discordant advia centaur xp hbct test results. The quality control results were within range. The limitation section of the IFU states: "the advia centaur hbc total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of anti-hbc may not identify all patient samples that contain hepatitis b virus or potentially infectious units of blood and may generate false reactive results." No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
(B)(6) advia centaur xp hbc total results were obtained by the customer and discordant when compared to another hbc total test method and repeat advia centaur xp testing. There was no known report of adverse health consequences due to the discordant hbc total test results.